Manufacturer narrative:
This report is based on information provided by the remote service engineer (rse) with an investigation documented by philips complaint handling. Remote service was provided by the rse which included confirming with the technicians on site that the pad cable was determined to be faulty and needed replaced. Based on the results of the analysis, it was determined the cause of the reported problem was with the pad cable; however, it is unknown specifically what caused the cable to be faulty. A replacement pad cable was ordered to resolve the reported issue. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating that the hands-free pad cable was faulty. There was no patient involvement.